Event description:
It was reported the patient had their ambicor penile prosthesis (app) replaced due to bulking of the cylinder, pain, and pressure on the urethra. The onset of these issues was in the beginning of (B)(6) 2020. No additional information was provided.

Event description:
It was reported the patient had their ambicor penile prosthesis (app) replaced due to bulking of the cylinder, pain, and pressure on the urethra. The onset of these issues was in the beginning of (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Investigation summary: with all the available information, the cause that contributed to the reported pain cannot be determined. However, the reported cylinder bulge was confirmed by product analysis of the returned components. Boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this ambicor penile prosthesis (app) was thoroughly analyzed. The cylinders were visually inspected; the body of cylinder 1 was found bulged with broken fabric threads. A leak was identified in the proximal cylinder body attributed to sharp instrument damage consistent with that occurring at explant. Cylinder 2 also had a leak in the proximal cylinder body attributed to explant damage. Both cylinders exhibited a fold in the cylinder body. The tubing was found to be cut off/apart; there was no observed damage to the pump component. Product analysis confirmed the reported event related to the bulge in the cylinder but was unable to confirm the reported patient symptom of pain. Labeling review: pain is listed as a potential adverse event in the instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.